Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room with diabetes ketoacidosis and dehydration. The blood glucose was over 600mg/dl, and she was treated with an insulin drip and fluids. The caller mentioned also being treated for some type of infection and was given an anti-biotic. The customer stated that the piston was moving during the priming process, but did not hear it during the bolus. The customer declined to troubleshoot the device. No further information was provided.